Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced unexplained high blood glucose. The glucose level at time of call was 7.2mmol/l. The caller stated that at one time the site was bruised. Troubleshooting was performed; the time and date were incorrect. Assisted the customer to correct them. The basal rates and bolus wizard settings were correct. The customer called back and reported being in the emergency room for high blood glucose. She also was having issues with the reservoirs and air bubbles in the reservoir. Then the customer stated that the insulin pump did not cause the high glucose the day she went to the hospital. The customer was given a cortizone shot for arthritis in her neck; she did not realize it was not a good thing for diabetes and the person that gave her the shot did not know either. The caller stated that she was conscious while staying at the hospital, and she was in the facility for a few hours until her glucose level went down. No further information was provided.